Manufacturer narrative:
Review of the data management system confirmed that the user had not been using the system since (B)(6), 2026, as hospital staff reportedly lost the smart transmitter during the hospitalization. A courtesy smart transmitter replacement was offered and addressed under a related complaint. Based on the information available, the event was not related to the eversense device, thus did not require any further investigation.

Event description:
On (B)(6), 2026, the user reported being hospitalized for surgery related to pancreatic cancer, with hospitalization spanning from (B)(6), 2026 through (B)(6), 2026. At the time of follow-up, the user reported feeling better and recovering at home. No specific medical diagnosis details were provided beyond the reported surgical treatment.